Manufacturer narrative:
Date sent: 07/12/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap choley procedure, the devices jammed and would not release from the tissue, a third device did not form the clips and after opening the device, multiple clips fell into the patient. The clips were removed. Another instrument was used to complete the procedure with no patient consequence.